Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for evaluation. A separation within abrasion was noted on the shorter exhaust tube of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Another area of abrasion was also noted on the same exhaust tube and inlet tube. No functional abnormalities were noted with either cylinder. Partial separations within abrasion were noted on the reservoir inlet tube. This was not a site of leakage. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the shorter exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device required replacement due to a tubing leak noted at the pump exhaust tube. No other adverse patient effects were reported.

Manufacturer narrative:
Based on examination of the returned product, it was concluded that while in-vivo both the shorter exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable.